Event description:
The customer stated that insulin leaked out of the top of the reservoir. The customer also reported a blood glucose reading of 227 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.